Event description:
A customer reported a doctor noted an intraocular lens (iol) was scratched approximately one month following implant surgery. The patient complained of "vision problems".

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device was not returned. The device remains implanted. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).